Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm bolus not delivered entry timed out. Customer's blood glucose at time of incident was 5.5mmol/l. Customer was advised to checked alarm history device alarm 100. Customer stated that he received those massage at that time. Customer was advised that it can be cause by pump error 100. The customer was advised that pump will need to be replaced.